Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was not working. The hcp stated that the patient was getting an MRI and noted that the procedure was not due to a problem with the device or therapy. Guidelines were reviewed with the caller. It was unknown when the issue of the device not working started. No patient symptoms were reported. Indications for use are rsd/causalgia-complex regional pain syndrome and spinal pain.